Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Customer reverted to manual injections for insulin therapy.